Event description:
The caller reported that the pilot line that runs down the anterior part of the endotracheal tube continues past the cuff, and actually opens to air at the tip. The caller stated that there was no harm to the pt, and the dr re-intubated the pt with no incident.

Manufacturer narrative:
The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. Return of the endotracheal tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.